Event description:
During prep of the device outside the patient, when the sds was connected to a 3-way 20cc syringe to perform negative prep, a crack was noted in the hub. The product was not used clinically, and another cypher select + sds was used to successfully complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The product is distributed outside the united states, but is similar to united states distributed stent delivery systems.